Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. The review of provided data revealed that since (B)(6) 2022 (two days post implantation), ventricular loss of capture was recorded. During the last follow-up on (B)(6)2024, a high ventricular capture threshold was confirmed, measured at 6v. Given that ventricular capture failure occurred two days after implantation, it may be suspected that the lead was insufficiently fixed during implantation and finally dislodged from its initial position into the ventricle. Lead dislodgement likely occurred due to external factor, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions for use and published literature. This case is retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, during pacemaker follow-up, a ventricular loss of capture was noted with threshold increase and the impedance and sensing values did not change.

Event description:
Reportedly, during pacemaker follow-up, a ventricular loss of capture was noted with threshold increase and the impedance and sensing values did not change.